Event description:
Major pump unit(s) involved: device thrombosis. Additional text: inflow bearing assembly. Specific component(s) involved: other component malfunction, specify. Other component: thrombus found on inflow bearing assembly. Causative or contributing factor: no specific contributing cause identifiy. Intervention(s): other interventions, specify. Other intervention : explant of pump. Implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: other component malfunction, specify.